Event description:
Additional information was received. The patient was receiving dilaudid (5.0 mg/ml), clonidine (375 mcg/ml) and lignocaine (25.0 mg/ml), at a daily dose of 0.2401 mg/day. Diagnostic events that occurred to try and determine the reason for the issue were not known, however, the representative indicated in the logs the pump was undergoing random motor stalls for periods of one to two hours. The main symptoms included an increase in pain and general feeling of being unwell. The pump was explanted and replaced on (B)(6) 2020. The patient stated the new pump was working well and they were feeling much better. The pump would be sent for return. A review of the pump logs indicated motor stall occurred on (B)(6) 2020 at 09:07 with a recovery at 13:25, on (B)(6) 2020 at 17:30 with a recovery on (B)(6) 2020 at 01:31, on (B)(6) 2020 at 15:58 with a recovery at 17:25, and on (B)(6) 2020 at 10:07 with no recorded recovery.

Manufacturer narrative:
H6: fdm updated to 4114. Fdc updated to 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional review determined that this event was also reported under manufacturer's report #2182207-2020-00058. All information pertaining to the reported motor stall event for this pump with serial number (B)(6) will be reported under this manufacturer's report #3004209178-2020-04397. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal cord injury/spinal cord disease. The drug, dose, and concentration were unknown. It was reported the patient was feeling symptoms of withdrawal. The patient presented to the accident and emergency department early in the morning (2am). That morning, the patient¿s physician was contacted. Oral medication was prescribed to deal with periods of withdrawal. Surgical intervention (replacement) was planned but had not yet occurred. The pump¿s status was ¿implanted ¿ remains in service¿. It was noted that the issue had been resolved. The patient's status was alive - no injury. There were no environmental, external or patient factors (to the manufacturer representative¿s knowledge) that might have led or contributed to the event. Information regarding the patient¿s weight and medical history was unavailable.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.